Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 400 mg/dl at time of incident. Customer stated that the motor of the insulin pump did not pushing the reservoir and therefore no insulin coming out then after they saw during the fill tubing insulin came out at 6 units. It was unknown that the customer was used auto mode at the time of high blood glucose or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. No unexpected drive or motor anomaly noted during testing. The motor was tested outside of the device and passed.